Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable low thyrotropin (tsh) result for one patient sample. The initial result was 0.25 uiu/ml. It was unknown if this result was reported outside the laboratory. The customer found clots in the sample, so the sample was recentrifuged and repeated. The repeat result was 2.31 uiu/ml which was assumed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The investigation determined the clots in the sample were the most likely root cause. Dirt on probe may have led to an error in the detection of clots.